Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification/ tortuosity, a previously implanted stent or insufficient preparation prior to use. The investigation determine that the reported balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the balloon became compromised or damaged during advancement against the moderately calcified anatomy resulting in the balloon rupture during the second inflation. Additionally, the balloon was able to hold pressure without any leaks or ruptured noted during the first inflation which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The noted wrinkles on the inner and outer members likely occurred during retraction of the device prost procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the coronary procedure, the physician used the 2.0 x 15 mini trek dilatation catheter to pre-dilate the moderately calcified left anterior descending (lad) artery. During the second inflation, the dilatation catheter balloon was inflated to 10 atmospheres (atm) and the balloon ruptured. The physician used a non-abbott dilatation catheter to complete pre-dilatation. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.